Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective ". The patient's medical history included multigravida and parity 1. In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), breast pain ("hormonal changes describe: breast pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced headache ("hedaches"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) 2017). Essure was removed in 2017. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and headache had resolved and the ectopic pregnancy, pregnancy with contraceptive device, breast pain, migraine and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered breast pain, dysmenorrhoea, dyspareunia, ectopic pregnancy, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure removal date dec 2013, 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: newly added events- breast pain, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea, (cramping), dyspareunia (painful sexual intercourse), pregnancy (ectopic), device ineffective, pregnancy with contraceptive device, headache, device monitoring procedure not performed, consumer height and race was added, essure removal date were updated, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective ". The patient's medical history included multigravida and parity 1. In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), breast pain ("hormonal changes describe: breast pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced headache ("hedaches"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)2017). Essure was removed in 2017. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and headache had resolved and the ectopic pregnancy, pregnancy with contraceptive device, breast pain, migraine and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered breast pain, dysmenorrhoea, dyspareunia, ectopic pregnancy, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure removal date (B)(6) 2013, 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received : event injury nos was replaced with new event medical device removal. Product indication was added. Date of birth, date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.